Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 40mg/dl. There was no indication of medical intervention. The patient reportedly discontinued insulin pump therapy. There was no additional information available for this complaint. This complaint is being reported as the patient exeperienced hypoglycemia allegedly due to an inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/23/2016 with the following findings: no defect found. Last basal delivery was on (B)(6) 2016 @10:41pm prior multiple ¿cs128¿ alarms occurring due discharged battery use. Tdd add up correctly and reflect the programmed basal rate. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test, the product delivers within specification , unable to duplicate ¿inaccurate delivery¿ complaint.